Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.

Event description:
It was reported that a loop of coil was observed protruding into the parent artery during coil placement. No patient injury reported.